Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's host computer was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was not booting. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the issue was due to a defective motherboard battery and a problem with the network cable. To resolve the reported issue the fse replaced the battery in the host pc, corrected the date and time in the bios and reseated the network cables. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.